Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 64 mg/dl, which was treated with food. The customer stated that they were at the beach, went for a run, took the insulin pump off to take a shower, and when they got out of the shower, the device was alarming. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump button error alarmed due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window and cracked display window corners.